Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user call - states the joystick says goodbye and will not turn off. The issue initially was intermittent and the chair would run fine, but now the chair will not turn off with the bottom of the joystick reading goodbye.